Event description:
Sorin group received a report that the s5 mast roller pump displayed an error message during set up. The pump was replaced and not used for the procedure. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service rep was dispatched to the facility to investigate. While at the facility, the service rep replaced the motor control board and subsequent testing confirmed that the pump was functioning properly so it was returned to the service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.